Event description:
One evaluated ventilator was found with leakage problems. There was no patient involvement. (B)(4).

Manufacturer narrative:
Service engineer has been on site for troubleshooting. Exchanged parts has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).